Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Passed selftest. No unexpected low batt or of no power alarms noted. No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with missing end cap sticker, cracked case at the display window corner,cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.